Event description:
It was reported that during surgery the device was cutting uneven grafts and thick cuts past the skin going into the layers of fat. The device was jumping around when taking the graft. There was patient impact but further details are unknown and it is unknown if there was delay in the procedure. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device was not cutting properly; the motor rpms were noisy and erratic, the control bar was loose, the control bar, ball plunger, and internal retaining ring were not in the correct position, the reciprocating arm was damaged, the adjustment cams were not flush, the spring pin was too high, and the neckpiece pin was too large. The motor, sleeve, reciprocating arm, spring seal, swivel, neckpiece, lever, ball plunger, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint can be confirmed through the returned product analysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.